Event description:
During a sternal closure procedure on (B)(6) 2012 the tip of the screwdriver broke off. Whereabouts of the broken tip is unknown. The surgeon used the second screwdriver in the set to complete the procedure. C-arm x-ray read by radiologist confirmed there were no foreign objects retained.

Manufacturer narrative:
Visual inspection noted the unit has a broken tip and the rest of the device is in good shape. The complaint issue is due to an unknown cause. The instrument conformed to specifications at the time of manufacturing and passed synthes incoming inspection. The unit returned for the complaint met dimensional inspections for the shaft diameter. The tip was unable to be measured for thickness due to the damage. A review of synthes device history records for manufacturing revealed no complaint related issues.